Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The rite (return instrument test/evaluation) test was performed. The device passed rite functional test (B)(4). The device failed rite electrical test (B)(4) due to failed ground bond test. The assignable cause for the failed ground bond test was determined to be a loose set screw on the door post. Door post will be scrapped during servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed that this device was not previously serviced for the reported condition.

Event description:
Ground - during evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.